Event description:
On (B) (6) 2008, caller reported alleged discrepant results. Results: date: (B) (6) 2008; inratio: 6.4; lab: 4.0. Date: (B) (6) 2008; inratio: 6.9; lab: 4.0. Repeated within 15 mins on inr. Sent to the lab within an hr.

Manufacturer narrative:
On (B) (6) 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B) (6) 2008, inratio: 6.4, lab: 4.0, mean: 5.2, confidence limits: unable to determine. Inratio: 6.9, lab: 4.0, mean: 5.5, confidence limits: unable to determine. Inratio precision data provided by end-user lot (inratio meters): inratio meter: mean: 6.7; sd: 0.4; %cv: 5.3. The 5.3% is less than 20%. Both lab and inratio meter results passes the criteria for precision. No further testing is required at this time. As of (B) (6) 2009, the meter is not expected to return. Hence, no further investigation possible.